Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue density using the Maxcore instrument. During the procedure, the device button allegedly stuck a bit and failed to obtain sample. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section A through F: The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.